Manufacturer narrative:
In general information complete section is updated in this report.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned and evaluated by the service center. The internal part of the device was inspected visually and found evidence of visible foam degradation. There was no report of patient harm or injury. The device has been scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The device's downloaded logs were reviewed by the service center and 1 error was found.